Event description:
It was reported that this lead was surgically abandoned since the pin of the lead was detached from the rest of the lead during the extraction of the pulse generator. Moreover, an insulation issue was noted from the lead, leaving a portion of the lead abandoned within the patient, and the other portion explanted. A new lead was implanted. No additional adverse patient effects were reported.